Event description:
It was reported that during a ti cannulated humeral nail insertion on (B)(6) 2013, surgeon was unable to remove the reaming rod through the cannulation of the nail after the nail was implanted. Surgeon removed the wire, cut the ball at the end of wire, and removed the nail. Surgeon then reinserted the wire without the ball, and reinserted the nail with no issues. An additional 10 minutes was added to the surgery. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.